Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. Device evaluated by MFR: the device was not available for return.

Event description:
It was reported to nevro that the patient developed leakage of cerebrospinal fluid during the implant procedure. The physician also noted difficulty placing the leads due to the patient's anatomy. The procedure was aborted and there have been no reports of further complications regarding this event.